Event description:
Device 1 of 3. Reference MFR report# 1627487-2014-20431. Reference MFR report# 1627487-2014-20432. It was reported the patient experienced ineffective stimulation. Diagnostics determined low impedances and the x-rays revealed one of the leads had migrated. The patient received two leads. It is unknown which one has migrated. Subsequently, the physician has explanted and replaced both the leads. The sjm representative was unable to restore effective therapy post-operatively. Further, the patient is to follow up with the sjm representative for additional programming.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.